Event description:
An endurant ii aui stent graft system was implanted for the endovascular treatment of abdominal aortic aneurysm. The length of the proximal aortic neck was approximately 1 cm, with a degree of angulation of approximately 30 degrees. It was reported that the patient presented emergently with a ruptured aneurysm. The physician implanted a 28 mm aui stent graft, followed by a 16x10x93 limb extension. The grafts were deployed properly, but there remained a leak at the level of the renal arteries. The patient's abdomen was opened to relieve pressure. A 28x28x70 graft was implanted above the renal arteries and below the superior mesenteric artery. The patient was hemodynamically unstable during the entire procedure. The patient expired before the physician could establish if a seal was achieved.

Manufacturer narrative:
(B)(4). Results: endoleak, death. Pre-operatively ruptured aneurysm. Treatment of a patient with a pre-operatively ruptured aneurysm. Cause is unknown. Conclusion: endoleak, death. Pre-operatively ruptured aneurysm. Treatment of a patient with a pre-operatively ruptured aneurysm. Cause is unknown.